Event description:
Implantable cath erosion. Pt presented to radiology due to complaints of leakage. Physician opted to change catheter. While changing the catheter, it was discovered that the tip was broken off. The retained tip was removed via snare. This is the second event for this pt. This is the 19th device failure since october 2001.